Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported event of catheter difficult to remove. Reported event of stent positioning / placement problem.. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliaryrx fully covered rmv stent was to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician fully deployed the stent in the target area. However, during removal of the delivery system, the physician accidentally moved the inner catheter a few centimeters forward. And upon trying to continue removing the delivery system, the distal end of the inner guide got caught in the loops of the stent and could not be removed. After applying force, the delivery system was removed pulling the stent out of the common bile duct. The physician then used a rat tooth forceps to remove the stent and the procedure was completed with another wallflex biliaryrx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.